Manufacturer narrative:
Analysis summary: the analysis results found that device a was returned with the blade gouged and cracked. The analysis results confirmed that device b was returned with the distal tip of the blade broken off. Device a was tested with a generator and an instrument error code 5 was received.the identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the instruments stopped working. Generator indicated instrument problem. High frequency noise from the blade. Instrument was retorqued twice like indicated. Error code number 5 indicated on generator. A new device was used to complete the procedure. No pt consequence.